Event description:
It was reported that when using the bd pyxis¿ medflex 1000, that no drawers opened when they clicked issue item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening during medication issue. A technical support specialist remoted in to check and found that the zones were not selected on the cabinet. After correcting this, user was able to issue the item as intended. The system functioned as intended after the technical support specialist troubleshot the device.